Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was at 7.5 mmol/l at the time of the call. The customer stated that they had a battery out test prior to the keypad anomaly. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.